Manufacturer narrative:
The pump was unable to prime during the prime/compromised force sensor system test and the compromised force sensor system alarm during the basic occlusion test was due to a protruded/loose drive support disk. There was no motor error alarm and the motor passed the motor test. The pump had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. There was also no motor position encoder error alarm on the alarm history screen. (B)(4).

Event description:
It was reported that the customer had a motor error alarm during bolus/basal. Customer's blood glucose was 158 mg/dl. Customer was assisted with clearing the alarms. Customer was advised to disconnect from the pump. Customer also had a motor position encoder error alarm. Customer does not use the sensor feature on the pump and is not able to rewind. Customer was advised that a replacement pump will be sent. Customer was asked to remove the pump battery to prevent continued alarms. Customer was asked verbally and in written form to return the pump for analysis.